Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the user primed the tubing to remove the air. The user's blood glucose (bg) level was 500 mg/dl with moderate ketones. The bg level was addressed with a manual injection and drinking water. The contact would change the supplies and resume insulin delivery.